Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a patient arrived from the ed with ivf and kcl infusing via a right upper arm PICC line. Upon arrival all fluids appeared to be infusing properly. The clinician went to start the next bag of kcl and noted a small puddle of fluid under the IV pump. Upon assessment the clinician noticed what appeared to be a tiny hole in the part of the tubing that was inside of the channel. The fluid was leaking into the channel and dripping onto the floor. There was no patient harm.